Event description:
Subsequent to the initially filed report, the following information was received: no suture was present when the plunger of the proglide device was removed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a vessel puncture closure using the pre-close technique with two proglide devices prior to an abdominal aortic aneurysm procedure. Reportedly, when one of the proglide devices was deployed it felt that the needles did not take, as if the suture didn't deploy correctly. However, the suture was attached to the plunger and the suture was harvested as normal. At the end of the procedure, guide wire access was lost; therefore, a cut down was performed. Upon performing the cutdown, a separated foot was found in the common femoral artery. It is believed that the foot plate broke off when the device was deployed. The separated foot was removed via cutdown and no vessel damage was noted. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.